Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to login from the monitor. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on a windows update and could not revert or boot into safe mode. A field service engineer investigated and initial reimage attempt failed due to file verification errors. The image was re-downloaded, and a second reimage attempt was successful. Essential security evolving threats (eset) and windows server update services (wsus) updates were installed, and remote software services (rss) connectivity was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to login from the monitor. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.